Manufacturer narrative:
Result: there was no visible damage to the penumbra smart coil detachment handle (handle). The handle was tested for pull force and throw distance and was found to pass all specifications; the handle actuated correctly. Conclusion: evaluation of the returned devices revealed that the handle was functional. The handle was tested using the production handle fixture and passed without an issue. Therefore, the handle was functional. The root cause of the pusher assembly not releasing from the handle could not be determined. The smart coil pusher assembly was not stuck inside the handle prior to evaluation. The smart coil¿s pusher assembly was damaged and, therefore, nonfunctional. Further evaluation revealed that the benchmark dc was fractured underneath the strain relief. This type of damage likely occurs due to improper handling during use. If the device was forcefully manipulated at an angle, damage such as this may occur. In addition the benchmark dc distal shaft was ovalized. This type of damage likely occurred from pinching the device during insertion into to patient anatomy. Penumbra handles are 100% functionally tested during incoming inspection. Benchmark dcs are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00701.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle) and a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the physician had difficulty detaching a penumbra smart coil (smart coil) using the handle but the smart coil was ultimately detached using the same handle. After the coil was detached, the smart coil pusher assembly would not release from the handle. Therefore, the procedure continued using a new handle. At about halfway through the procedure, the physician noticed that saline was leaking out of the benchmark dc near the strain relief. However, the procedure was successfully completed using the same benchmark dc. There was no report of an adverse effect to the patient.